Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. In addition the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was attached to the generator and shows the error code 5 screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The device blade was tested and no anomalies were noted. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.